Event description:
In response to the question on the (B)(4) case report form (crf) about whether jada controlled abnormal postpartum uterine bleeding or hemorrhage, the answer was checked "no." Following jada treatment, the subject in this report received a hysterectomy. The subject of this report is a (B)(6) woman, race reported as white g1p0 with pre-eclampsia with severe features with this pregnancy and chronic hypertension noted as significant medical history. The subject had no previous abnormal postpartum uterine bleeding or pph. On (B)(6) 2021, she presented for a scheduled induction at 37.1 weeks. She had an unplanned cesarean section (c-section) on (B)(6) 2021, following a stalled induction of labor. On admission, her height was noted as 167.6 cm, weight (B)(6), bmi 42.02, and hemoglobin (hgb) 11.6 g/dl. Her hgb at discharge was noted at 8.8 g/dl. She received spinal and general anesthesia for delivery and oxytocin for eighteen (18) hours and twelve (12) minutes following delivery of a 4310 g (macrosomia) infant. The subject was noted to have postpartum hemorrhage (pph) related to uterine atony after her delivery. This patient's uterine atony was noted during and after closure of the hysterotomy in the operating room (or). The crf noted that "yes" there was lower uterine segment (lus) bleeding involved in this event for the question asking about lus involvement. Prior to jada insertion, this subject received carboprost (3 doses), misoprostol, txa (1 dose), and methergine (1 dose) which showed "some improvement." Prior to jada treatment she received a uterine artery ligation and "after a compression suture was placed there was no improvement" in the patients pph. The cumulative blood loss prior to jada insertion was noted as "unknown". Jada treatment was initiated on (B)(6) 2021, in the or 52 minutes after the placenta was delivered. After jada was placed, they noted "some improvement in tone, however the uterine fundus remained atonic", so the decision was made for jada removal and hysterectomy. The total in-dwelling time for jada was 17 minutes and the total amount of blood collected in the canister during jada treatment was documented as unknown. During jada treatment this patient received 9 units of red blood cells. Following hysterectomy, in recovery, this patient experienced persistent hypotension. The hypotension was unresponsive to massive transfusion protocol. The patient then had an exploratory laparoscopy with washout and the surgical incision was reopened. Upon reopening 900 ml of blood and clot were removed and the "vaginal cuff was oversewed, there were no obvious signs of bleeding." The total cumulative blood loss for this case was 2500 ml. After jada treatment this patient received 1 unit of platelets and 4 units of fresh frozen plasma. She received intrapartum antibiotics and postpartum she received ampicillin, gentamycin, and clindamycin (unknown doses) for "hypotension and rule out sepsis." To the questions on the report asking, "did the patient experience a device or procedure related ae?" And "did the patient experience an sae, related or unrelated?", the answers were checked "yes". The (B)(4) crf reported the sae as starting on (B)(6) 2021, and brief description was "cesarean hysterectomy". The description of the resolution was noted as medical procedures and "massive transfusion protocol initiated and ex-lap evacuation of hemoperitoneum and vaginal oversew" and the date for resolution was (B)(6) 2021. They noted for sae determination a check in the box that indicated "results in permanent impairment of a body function or permanent damage to a body structure." They indicated "na" if the box that indicated if the event was anticipated or unanticipated. They indicated "no" in the box that asked, [?] Was the event related to the jada device or procedure?' And indicated the event severity was "moderate."

Manufacturer narrative:
The lot number is not available for this event. A request was sent to this site for lot number and inquiring if the device had been retained. This site reported they discarded the device, and the lot number was not recorded. This report will be amended if we receive additional information regarding this event. Per the jada system instructions for use, "jada is not a substitute for surgical management and fluid resuscitation of life-threatening pph/abnormal postpartum uterine bleeding." And "signs of patient deterioration or failure to improve indicate the need for reassessment and possibly more aggressive treatment and management of postpartum hemorrhage (pph)/abnormal postpartum uterine bleeding." Although the patient's underlying condition of severe preeclampsia is a known predisposing factor for post-partum hemorrhage, based on the overall information currently available in this report, a possible contributing or causal role of the jada system to the need for escalating surgical intervention (hysterectomy) to preclude permanent body damage/impairment cannot be excluded. Hence the company will report this case as a serious injury MDR.